Manufacturer narrative:
To date the medical center in (B)(6) has not yet returned for analysis the pump product or data logs. Without product a root cause for the pump stop, within the indicated use timeframe, is not possible. Upon completion of the investigation, a final report will be filed.

Event description:
The medical team in (B)(6) had an impella 5.0 supporting a patient admitted in cardiogenic shock suffering from an ami. The hemodynamic support was enough to allow for the iabp to be removed and patient improvement. After just under 24 hours of support the purge flow was low and purge pressure rose. The team attempted troubleshooting but, the pump stopped and was explanted. There was clot observed at the pump at explant. After this pump stop the patient was seen to be stable and the impella was not replaced.

Manufacturer narrative:
The medical center returned the pump product for analysis. The medical center did not return the data logs however. When the pump was analyzed the pump was found to have blood ingress. The blood ingress cause however could not be determined as no data logs were returned, as such the root cause is not determined. The failure mode will be monitored and trended.